Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that adhered inside the air/water nozzle and caused a clog from a lack of effective methods of removal. Concerning the cause of foreign material flowing inside the nozzle, it was not possible to further presume cause since the detailed information on the handling was not obtained. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when using the air/water valve 1.keep the air/water valve¿s hole covered with your finger. 2.depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. Due diligence was performed for this event and available information was provided by the customer. Customer reported event of air leak occurred on (B)(6) or (B)(6) 2022. Information on reprocessing of the device provided by the customer: an oer series automatic endoscopy reprocessor is used for reprocessing the device. The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: it is not known if there was no delay to the start of pre-cleaning nor if water and air was supplied to the air/water nozzle. Information on manual cleaning: it is not known if the accessories used for reprocessing were normal and without issues, nor if liquid was sent to the air/water nozzle. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there is foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to deformation of up/down knob, water tightness is lost; due to pinhole on channel tube, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; due to peeling of adhesive of distal end rubber coating (a-rubber), insulation resistance value at distal end does not meet standard value; adhesive of a-rubber has a chip; scope connector is dirty due to water leakage; light guide bundle has breakage; due to dirt on objective lens, foggy image occurs objective lens has discoloration; protector of universal cord; suction cylinder is shaved; control unit has discoloration; due to damage on charge couple device (ccd) unit, the image has white dots; and distal end cover (c-cover), connecting tube, scope cover unit, scope connector, universal cord, image guide protector, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, and switch (sw) sw1 have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air leak from operation unit occurring during preparation for use. There is no patient involvement and no harm to any patient or healthcare professional. The intended diagnostic lower endoscopy procedure was completed with the a similar device. There is no information if there was a delay. Upon evaluation of the returned device, it was observed that there is foreign material clogging the device nozzle. This is attributed to failure to clean adequately due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material clogging the device nozzle as observed during device evaluation.